Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no abnormalities. Analysis of data stored on the handle showed evidence 29.7 software at the time of the fpga reset/reprogram failures. It was reported that the screen showed a graphic featuring a handle and a red circle with a line going through it. The reported issue was confirmed. The most likely cause was traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during insertion into the shell, the screen showed a graphic featuring a handle and a red circle with a line going through it. Another device was replaced to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that analysis of data stored on the handle shows evidence 29.7 software at the time of the fpga reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: n5f1969y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.